Event description:
It was reported that at receipt at the user facility a foreign particle was found in the sterile packaging of the instruments battery. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.